Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2021. During procedure, when the procedure was almost done, the flexima biliary stent "stucked" over the guidewire and the pusher. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications. Investigation results revealed that the guide catheter was detached therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(6). (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the push catheter was kinked and buckled. Microscope inspection revealed that the push catheter suture hole was torn, also media inspection showed the push catheter kinked and buckled. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Upon analysis, it was determined that the push catheter was buckled close to the proximal section and it was kinked trough the extrusion, part of the guide catheter was detached and microscope inspection revealed that the push catheter suture hole was torn. Those conditions evidenced that the user may have experienced difficulties to release the stent. The kinks on the push catheter may be related to user manipulation, some technique applied during procedure and or tortuous anatomy could have contributed on this issue, once the push catheter was kinked the user may have experienced difficulties to pull out the guide catheter and this took the user to apply an extra force or tension to the device that may have ended buckling part of the push catheter and detaching one part of the guide catheter. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.